Event description:
It was reported that during an ablation to treat supraventricular tachycardia (svt), there was noise on the radiofrequency channels from the maestro 4000. The noise was consistent, high frequency, observed from the start of the case on the recording system. The catheter was replaced to resolve the issue, but the procedure was cancelled. The patient was under local anesthesia. There were no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.